Event description:
Customer stated during a liver biopsy, when the doctor was removing the needle from the patient, the needle was missing. It was still in the patient's liver they were unable to remove it. Patient wasn't harmed. Received user facility medwatch (B)(4) on (B)(4) 2015: during a fine needle liver aspiration biopsy, the needle fractured off and could not be retrieved by the radiologist. A surgeon was consulted, who recommended that the device be left in the liver as retrieving it might cause massive bleeding. He stated that eventually the device would be encapsulated by the tissue. The patient's vital signs were stable. Both the patient and her husband were informed of the incident. . Additional information received on (B)(6) 2015:  the physician was unable to retrieve the needle and it was decided to leave it in the patient to avoid bleed.  No other information was provided, including information about the needle used in the procedure and if it was adaptable to the tray.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. Based on the investigation results, a definitive root cause could not be identified since no sample has been returned for analysis. The issue will continue to be tracked and trended.